Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the camera head may not have been recognized due to communication failure due to the broken camera cable. Since there was no abnormality at the time of shipment from DHR, it is possible that the camera cable was broken due to excessive force applied to the cable by the user's handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the camera cable may have been damaged due to tear or wear. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use before the procedure, the device was not recognized by the camera control unit. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of (B)(4) and found that the error was detected that the camera head was not recognized due to the broken camera cable, and the endoscopic image was not displayed.